Manufacturer narrative:
The investigation results will be provided in a subsequent submission.

Event description:
During procedure blood was noted to be leaking from the hemostasis valve of the sheath. The introducer was replaced to complete the procedure with no adverse consequences to the patient.

Manufacturer narrative:
One 8.5f fast-cath introducer sheath was received for evaluation. The dilator was also received. A leak was noted at the hemostasis valve during functional testing. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. A tear was noted on the side wall and proximal face of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seal and subsequent leak is consistent with damage during use. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.